Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported that, "during set screw insertion, the set screw missed the nail through targeter. The set screw got caught on a ridge inside the targeter." The set was inserted.